Manufacturer narrative:
The OEM performed an investigation and provided the following results. The OEM performed a DHR review and noted that "the lot was built to manufacturing specifications and met manufacturing requirements prior to shipment." The root cause could not be determined as the device was not returned for this complaint. The OEM is taking no corrective actions at this time as the failure mode has a low occurrence ranking. This will continue to be monitored and trended by the OEM.

Manufacturer narrative:
The device was discarded; therefore an evaluation is not possible and a root cause cannot be determined. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that while performing an egd (esophagogastroduodenoscopy) on a patient, treatment for esophageal varices was necessary. Upon use of the smart band ligation kit made by intelligent endoscopy, the initial band placement functioned correctly. A second band was placed with proper suction; however, the band popped off of the varices. Per operative notes, the band was not replaced. This occurrence had the potential to cause a massive gi bleed if the occurrence was not noticed immediately. There was less than 5ml of blood loss. The device was discarded.